Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was turned on and off after inserting a new battery for three - six times consecutively medtronic logo appears then it was turned off again. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was not blank currently. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information related to product code has been updated and provided with this report.